Manufacturer narrative:
The insulin pump was received with failed self test alarm during self test due to faulty reference board. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Analysis was unable to test with blood glucose meter due to failed self test alarm. The insulin pump had minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that they received failed self test alarm. The customer's blood glucose was 127 mg/dl at the time of incident. The customer's mother was advised to program a normal bolus into air. The customer's mother stated that the bolus amount was recorded in the bolus history. The customer's mother stated that a temporary basal was not programmed before the alarm occurred. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.